Event description:
Consumer reported complaint for hi blood glucose test results. The customer called concerned with test results from results obtained of hi. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. Per customer, the product is stored outside of the kitchen. The test strip lot manufacturer¿s expiration date is 07/15/2027 and per the customer the open vial date is 04/2026. The meter memory was reviewed for previous test result history: result 1: hi mg/dl date: 4/13 time: 5:39pm fasting. Result 2: hi mg/dl date: 4/13 time: 5:09pm fasting. Result 3: 425 mg/dl date: 4/13 time: 1:49pm non-fasting. Result 4: 335 mg/dl date: 4/13 time: 11:44am fasting. Result 5: 408 mg/dl date: 4/13 time: 11:25am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-apr-2026 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.